Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(6), reference: reynolds, m. G., & van haren, f. (2012). A case of pressure ulceration and associated haemorrhage in a patient using a faecal management system. Australian critical care, 25(3), 188-194.

Event description:
In a journal article by reynolds and haren (2012), a chronic renal patient who had a fecal management system (fms) in for 5 days had a large amount of rectal bleeding after receiving his second hemodialysis treatment with heparin. The patient was in the ICU for treatment of septicemia and bacterial endocarditis. When the bleeding was found, it was also noted that the fms device had fallen out. The bleeding continued and a flexible sigmoidoscopy was done that revealed a clot and a near circumferential ulcer at 10 cm from the anus (separate patches) related to the fms. During the procedure the bleeding could not be controlled and the patient was taken for cauterization and injection of rectal ulcers under anesthesia. The rectal ulcers seen during this procedure were described as near circumferential at 11 o'clock, 3 o'clock and 7 o'clock. A competitor's absorbable hemostatic device was inserted in the rectum and the patient was then transferred back to the ICU for post-operative care. The patient received a total of 11 units of blood and 4 units of fresh frozen plasma (ffp) on this day. After 2 days, the patient developed another bleeding episode and was taken to the operating room to have suturing and diathermy of the ulcers. The patient received 6 units of blood and 4 of ffp. After 3 more days, the patient developed a third significant rectal bleed, which was conservatively managed with a two-unit blood transfusion. Then, three days subsequently, the patient had a fourth major episode of rectal bleeding and was again taken to the operating room for a colonoscopy. Multiple ulcers were noted in the distal rectum and during the procedure the proximal ulcers were clipped and the distal ulcers were under-run with suture. After this final surgical procedure, the bleeding resolved and the patient was eventually discharged from cardiac care unit to the rehabilitation ward in a stable condition.

Manufacturer narrative:
(B)(4). No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).